Manufacturer narrative:
Two photos were received and evaluated. The photos depicted two plunger rods with stoppers attached. The top of the stoppers had a small amount of visible silicone. The amount observed is a normal and acceptable amount for this product per product specification. No defects were observed. 650 samples of 10ml syringe with blunt fill needle product from batch #8218675 (p/n 305064) were received. The samples arrived in 4 hand tied plastic bag and 3 sealed manufacturer shelf cartons. They were not evaluated as part of this complaint due to product not matching the complaint product. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Event description:
It was reported that before use of the bd syringe luer-lok tip there was an issue with foreign matter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd syringe luer-lok¿ tip there was an issue with foreign matter. There was no report of exposure, serious injury or medical intervention.